Event description:
Exhaust hose ruptured early during acdf procedure. Motor was operating normally prior to rupture. There were no kinks, clamps, or other occlusions. Hospital was aware of the safety advisory and took all the indicated actions. A piece of the hose did break loose from the hose and was found on the floor away from the patient. There was no patient impact.